Event description:
The customer reported that after use, the system displayed a precharge failure. This error will likely prevent the system from booting, which would result in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.